Event description:
It was reported that; when the set screws on both sides of the cross connector variable were fixed finally, the integrated set screw was disengaged. Another cross connector was used and complete the procedure.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. No relevant manufacturing issues were identified as all units met specifications. The device was inspected and one of the set screws was found disengaged. The most likely cause of the reported event was determined to be user overloading.

Event description:
It was reported that; when the set screws on both sides of the cross connector variable were fixed finally, the integrated set screw was disengaged. Another cross connector was used and complete the procedure.